Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report a beeping coming from the device and having the right ventricular (rv) lead replaced because it went bad. A follow up with the patient's healthcare provider yielded that the rv lead had increasing high impedance and high thresholds. A new lead was implanted. No patient complications have been reported as a result of this event.